Manufacturer narrative:
Solenoid not holding pressure, unit needs retubed, powder in duckbills, bent l-nozzle, no filters on air and water lines, cracked bracket board.

Event description:
While using a g137 scaler, there was no water flow and the insert tips were getting hot; no injury resulted.